Event description:
Pt came to the hosp on (B)(6) 2012, complaining of back pain. After having x-rays, the locking caps on the right side at l5 and s1 were found to be backed out again after having a revision on (B)(6) 2012 and the initial mirs procedure was done on (B)(6) 2012. The surgeon is going to do a second revision to remove the mirs system and replace with another unk system. Initial - 3 ro (B)(6) 2012.